Event description:
Report received of an unrequested bolus dose delivry. The patient was receiving demerol 10mg/ml in the pca only mode with a dose of 10mg every 6 minutes and no 4-hour limit set. It was reported that the patient was up walking in the hall and was trying not use the pca since patient was experiencing some nausea. According to the customer contact, when the bolus cord was bumped while the patient was ambulating, the pump delivered an unrequested bolus dose. It was reported that the patient may have received a total of 2 unrequested bolus doses. The pump was discontinued and removed from clinical service. There was no reported adverse event with the patient and no medical interventions were required. No further information was available.